Event description:
The customer stated that her meter had been giving higher results than normal. Her average has increased from 140-145mg/dl to 167mg/dl. Customer service had the customer perform a check test. The result of 105mg/dl was within the 95-115 mg/dl range. The normal control test results were 167, 187, and 182mg/dl. The range is 87-117mg/dl. A control test using another bottle of strips was within range-109mg/dl (range 91-122mg/dl). Customer service did not have the customer perform a blood test. Customer service determined that the meter was working electronically, but the strips were reading out of range. Customer service advised the customer to send the strips in for evaluation. Customer service will send new strips and control solution.